Event description:
The device was used during a hysterectomy. Reportedly, the instrument did not fire, was difficult to open, and the cartridge disengaged. The hosp has reported no pt injury occurred.